Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 25 of 27 : customer contacting tsc to report events of false 1-2+ reactions in the anti-b micro well to the mts a/b gel cards lot # 110917057-02 (exp 29 oct 2018) to random blood group o pos labeled units during confirmation testing. Customer uses ab cells as the positive qc and o negative cells as the negative qc. The results were as expected . Issue started on: (B)(6) 2018 . Trend: anti-b well microtubes/wells or cell (donor #) affected: anti-b. Methodology used: manual gel incubation time (for manual test only): n/a . Reaction grade obtained: 1-2+ . Customer was expecting: negative . Test repeated:yes. Result obtained by repeating: negative with different lot of gel cards. Method used to repeat: manual gel . Cards /cassettes/ storage condition temperature: room temp as per IFU visual appearance before use: acceptable. Customer ensured gel cards to be acceptable for use with normal liquid levels and no signs of drying. Customer has 1 sleeve of gel cards to the lot# in question that the customer no longer wishes to test with. Customer will be discarding these cards and is requesting credit. Tsc confirmed that no incorrect or erroneous results reported as result of the reported concern. Customer contacted tsc to report 27 donors had to be repeated. Customer cannot determine how many actually produced false positive in the anti-b well, so customer repeated all with the new lot and produced successful as expected results.